Manufacturer narrative:
Other relevant device(s) are: brand name: micra, medical device: model #: mc1vr01-delsys / expiration date: 28-dec-2022 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no dev rtn to MFR? No. Device mfg date: 05-jul-2021. Labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for the leadless implantable pulse generator (ipg), the device was difficult to pass through the tricuspid valve. The deflection button became unmoved, causing the manipulation of the catheter difficult. The leadless ipg was attempted not used and replaced. No patient complications have been reported as a result of this event.